Event description:
It was reported that the pump was alarming e-01. During the troubleshooting the customer's family member stated the alarms are very faint. Instructed customer to remove pump immediately and a replacement would be sent.